Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Nurse pulled 90220 cable out of light source and was burned by the end fitting.